Event description:
It was reported that the pump showed plunger sensor. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The plunger showed signs of fluid intrusion and twisting. Event history log (ehl) showed: check syringe plunger sensor. The reported problem was duplicated at power-up process. The left flipper was found intermittently stuck due to fluid ingression inside plunger assembly and the plunger was also twisted downward and out of alignment. The root cause of the issue was deemed to be as a result of the customer's improper use of the pump. Action(s) taken to mitigate the reported issue(s): replaced the whole plunger assembly, plunger tube and plunger cable; performed power up process and all functional tests passed.